Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported multiple cases in which he has observed glistenings in implanted intraocular lenses (iol). The lenses remain implanted with no reported harm to the patients. This report is associated with the fourth reported case.